Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-right coronary artery. The stent delivery system was advanced despite reported resistance in the vessel. Consequently, the stent delivery system slipped back and the stent dislodged from the delivery balloon into the proximal ostium of the coronary artery. The stent was then successfully deployed at the unintended site with a ptca balloon. The target lesion was subsequently treated with pre-dilatation of a ptca balloon and deployment of another manufacturer's stent. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The calcification and no pre-dilatation likely contributed to the stent not crossing the lesion.